Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) at maximum device output upon follow-up. The physician suspected lead dislodgement but elected to reprogram the patient's device to vvi 40. No adverse patient effects were reported. This system remains in service.